Event description:
A user facility registered nurse (rn) reported that an internal dialyzer blood leak occurred approximately five minutes into a patient¿s hemodialysis (hd) treatment. The blood leak was visually observed at the top of the dialyzer. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. Once the machine alarmed, the blood pump was stopped. Blood leak test strips were used, and they tested positive. No physical damage was observed on the dialyzer. Fresenius bloodlines were also being utilized during the treatment. The patient¿s blood was not returned; estimated blood loss (ebl) was 300 ml. The rn confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies on a different machine. The dialyzer was reportedly available to be returned for manufacturer evaluation.

Manufacturer narrative:
Additional information: h3 plant investigation: although a sample was reported to be available for manufacturer evaluation, to date no sample has been received. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was an approved temporary deviation notice (dn) and a non-conformance (nc) in the production of this lot. Both were unrelated to the complaint event. There was no indication of product nonacceptance, deviation, nc, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
A user facility registered nurse (rn) reported that an internal dialyzer blood leak occurred approximately five minutes into a patient¿s hemodialysis (hd) treatment. The blood leak was visually observed at the top of the dialyzer. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. Once the machine alarmed, the blood pump was stopped. Blood leak test strips were used, and they tested positive. No physical damage was observed on the dialyzer. Fresenius bloodlines were also being utilized during the treatment. The patient¿s blood was not returned; estimated blood loss (ebl) was 300 ml. The rn confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies on a different machine. The dialyzer was reportedly available to be returned for manufacturer evaluation.

Manufacturer narrative:
Plant investigation: the complaint device was returned to the manufacturer for physical evaluation. The device was returned with the corporate provided blood port and adapter caps attached. The fibers were wet, and there was evidence of blood exposure. No visual damage or irregularities were noted on the device. A bubble point leak test was performed on the returned sample. A leak was detected on the non-cavity ID end at approximately 25°, with the dialysate ports situated at 0°. The dialyzer was then subjected to destructive disassembly for further visual examination. Upon extraction of the fiber bundle, a potted fiber fragment measuring approximately 2.95 mm in length above the polyurethane (pu) was identified at the leak location on the non-cavity ID end. An opposing end was not identified. Further examination of the complaint device did not identify any other damage or irregularities. The investigation into the complaint was able to confirm the reported event. The probable causes for this failure to occur are related to the handling of the fiber bundle during production and during the insertion process of the fiber bundle into the dialyzer housing.

Event description:
A user facility registered nurse (rn) reported that an internal dialyzer blood leak occurred approximately five minutes into a patient¿s hemodialysis (hd) treatment. The blood leak was visually observed at the top of the dialyzer. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. Once the machine alarmed, the blood pump was stopped. Blood leak test strips were used, and they tested positive. No physical damage was observed on the dialyzer. Fresenius bloodlines were also being utilized during the treatment. The patient¿s blood was not returned; estimated blood loss (ebl) was 300 ml. The rn confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies on a different machine. The dialyzer was reportedly available to be returned for manufacturer evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.